Event description:
The doctor claims that the graft was implanted 2004, for a bentall operation in a pt with marfan's syndrome, including aortic valve regurgitation, lesion of ascending thoracic aorta. On post-operative day 14, an abscess formation was confirmed. The "size" of the abscess was 3.0mm (diameter). The abscess was located proximal to the right-hand side of the implanted graft. The graft was left in. A surgical drainage was performed. The pt's condition is good. The pt has no infection. In 2005, company received the following additional and/or corrected information: the statement above ("the pt has no infection"), means the pt had no infectious diseases when admitted to the hopsital. Maximum fever of 38.3 degrees c. Term of fever 2 days post-op (incident date now corrected to 2 days later to 50 days (as of 1/2005). Medication administered for fever: sultamicillintosilate, loxoprofen sodium. Pt has been released from hospital.